Event description:
It was reported that the screen was blank and alarmed during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device and if initial reporter also sent report to FDA, are unknown. No information has been provided to date. Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the device in good condition, no labels were removed, and no damage found. There was no evidence of the reported problem in the event history log. The customers stated problem was verified and duplicated as during power up the device will alarm continuously with a blank screen. The investigation found a faulty printed wiring assembly (pwa) board to be the cause of the reported problem. For corrective action, the faulty printed wiring assembly (pwa) board was replaced. The root cause was unknown. A manufacturing device history record review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device., corrected data: correction: h4: mfg. Date. 12-apr-2017.